Manufacturer narrative:
Our initial report submitted on (B)(6) 2014 (3004822415-2014-00020) detailed the c100. Upon investigation of the incident, it was discovered that the base unit was a caire helios unit. The inspection of the c100 showed no defects with the portable unit. The experts found the umbrella seal to be missing from the base unit, which was determined to be the cause of the incident. The missing umbrella seal resulted in leakage from the unit once it became sufficiently cold that the liquid oxygen would not have immediately burned off upon making contact with the tank. The experts pointed to distinct runoff patterns on the side of the unit which confirm this theory. The integrity of the umbrella seal would be an issue for which the service provider would have had full responsibility. Please see referenced MDR 3004822415-2014-00020.

Event description:
The company was informed of an alleged incident via certified letter on (B)(6)2014. The alleged incident was described to the company as follows: "per pt, the liquid oxygen base unit failed while he was filling his portable unit, causing a spill and resulting in burns to his feet."